Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 400, 283 mg/dl. The customer treated with the manual injectors. Troubleshooting was performed for high blood glucose. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The drive support cap was appeared to be normal. The customer reported that they had performed the high pressure test and the insulin pump alarmed no delivery. The customer was advised that the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.